Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace curved shears instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment broke off a harmonic ace curved shears instrument and fell inside the patient. The piece(s) were retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
Additional information can be found in fields a2, a3a, h10, and h11. On 13-jan-2025, intuitive surgical, inc. (Isi) received FDA medwatch (MDR) voluntary report with MDR report #mw5163814 stating: robotic harmonic instrument tip broke off during operative procedure. Broken piece retrieved and placed in specimen cup then put in a labeled bag with the robotic harmonic instrument. An investigation was completed to determine the cause of this reported event. Isi did not receive the harmonic ace instrument with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which shows no related complaints. A review of the site¿s instrument logs couldn't be performed based on the information provided. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed .

Event description:
Refer to h11 for follow-up information.